Manufacturer narrative:
Tw# (B)(4). Corrected sec- h6 problem code changed to 1211.

Event description:
The hospital reported that the vasoview 6 pro bipolar coagulation did not work, another cable was taken, but still no effect. The vasoview 6 pro did not transmit power. The current was not flowing and therefore the cauterization (coagulation) effect by the diathermic (bipolar) system was not working. The generator works perfectly. The cable works perfectly. The device itself did not respond to the signal from the device. They tried another cable, still didn't work. A new vasoview was given, which caused limited delay and it worked with both cables. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/16/2023. An investigation was conducted on 02/27/2023. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the bipolar blades. The c-ring was observed to be intact with no visual defects observed. There were no visual defects observed on the harvesting device jaws or the c-ring. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device failed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device did not produce steam and the saline did not ¿boil¿ on the test gauze each time. Based on the returned condition of the device as well as the investigation results, the reported failure "failure to deliver energy" was confirmed. The lot # 3000282584 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview 6 pro bipolar coagulation did not work, another cable was taken, still no effect. A new vasoview was given, that caused limited delay and it worked with both cables. There was no harm to patient.